Event description:
It was reported that an alert for hvlic was reported on a (B)(4) transmission. The transmission showed the lead impedance had increased. A chest x-ray is scheduled. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.